Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition that the device was overheating was not confirmed. During the pre-repair diagnostic assessment it was found that the device ran well within the specification for temperature. If additional information is received a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device overheated. It is known that the device was being used during surgery. It is known that no injury or medical intervention occurred. No additional information provided.